Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "my company orders your blood collection tubes through mwi animal health. We have intermittently been having trouble with the tops coming off the tubes in the centrifuge and also while in transit to the lab for testing. The product is bd vacutainer sst blood collection tubes (yellow top) 13 x 100 mm, 5 ml. These problems are not specific to any one package of these blood tubes. The most recent issue with them was while they were in transit to the lab and the tops came off 2 of the 4 blood tubes in the package, and the serum in those 2 tubes was lost."